Event description:
Complainant alleged that during a routine shift check of the device by a medic, it displayed a constant "cable fault" message. The complainant indicated that there was no pt involvement in the reported malfunction.